Event description:
Preoperative diagnosis: status post bilateral saline breast implants placement with subsequent bilateral capsular contracture and left implant deflation. Postoperative: same. Procedures: removal and replacement of bilateral saline submuscular breast implants. Capsulotomy and capsulopexy, right breast. Extensive capsulotomies of left breast. Implants removed: mcgann 300 cc saline filled implants, right side intact, left side completely deflated and contractured. Implants placed: mentor smooth, round, moderate plus profile saline implants. Implants 250 to 300 cc. Fill volumes filled to 300 cc each.